Manufacturer narrative:
Reported event: an event regarding loosening involving a bone screw was reported. The event was confirmed through clinical review. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical. Consultant indicated: provided x-ray shows likely loose acetabular component with 2 screws. Need primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided x-ray by a clinical consultant indicated: provided x-ray shows likely loose acetabular component with 2 screws. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a revision hip a year ago for dislocation and developed pain from a possible loose cup. Review of x-rays by a clinician states: 'provided x-ray shows likely loose acetabular component with 2 screws.'